Event description:
The quick drill pin broke during the fixation of the lcs finishing guide. It was observed after surgery during the xray analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.